Event description:
Reporter alleged when customer was in the hosp for a condition not related to the diabetes, his blood glucose was tested. It was stated the customers' meter read 463 mg/dl compared to the hosp device result of 119 mg/dl when testing was performed within one minute apart. Reporter stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacment product was sent.